Event description:
Further information was received regarding the reported event, indicating that the medication was added.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative and/or corrected data, corrected data: suspect device UDI: (B)(4). The suspect device UDI was inadvertently not provided in the initial and supplemental MDR.

Manufacturer narrative:
.

Event description:
It was reported that a patient who is subject to a vns study had pneumonia due to aspiration during intubation for vns surgery. The event started on (B)(6) 2015 and resolved on (B)(6) 2015. It was reported that the patient was also admitted to intensive care due to multiple seizures which lasted up to 6 hours. The event started on (B)(6) 2015 and resolved on (B)(6) 2015. The adverse events were reported to be severe. It was reported that the events were not related to vns stimulation but related to vns implantation. The treatment was not modified. The events were indicated as to be serious adverse events. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No known surgical interventions have occurred to date.

Event description:
Further information was received indicating that the events were not related to the implant. It was reported that the adverse events did not result in death.